Manufacturer narrative:
This product was received for evaluation and the reported failure could not be duplicated. Tech services connected the baton to a monitor, powered the monitor on and the image was good. The cable was wiggled / flexed with no results. The monitor was attached to a rolling cart and the back casing was flexed with no failures. The device was returned to the customer. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a glidescope avl monitor, the device would cut out and go to a white screen. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.